Manufacturer narrative:
Date of report: 21sep2021.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed. There was no patient involvement. The reported issue occurred during set up with no delay to therapy noted. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic report. The customer was advised to replace the power switch overlay. Upon a follow up, the customer reported that the power switch overlay was replaced to address the issue and the unit was returned to use.